Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference #3006705815-2019-03759. It was reported the patient's leads had migrated. The issue was confirmed via CT scan. In turn, surgical intervention may occur at a later time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow-up information received indicated surgery took place on (B)(6) 2019 during which an infection was noted at the ipg site (reference manufacturing report 3006705815-2019-03761). Physician elected to remove entire system.